Manufacturer narrative:
Device evaluation details: the device was visually inspected was observed a hole in the pebax and reddish material inside the pebax and helix metals exposed. The magnetic sensor functionality was tested on carto 3 system and the catheter was properly visualized; no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed, and no internal action related to the reported complaint condition were identified. The customer complaint regarding the force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the pocedure, the thermocool® smart touch® sf bi-directional navigation catheter worked completely normal until high force values were observed when the catheter was in the right pulmonary anterior roof of the vein. Once that occurred, the physician decided not to attempt any ablation lesion. Catheter was re-zeroed multiple times (6 or 7) and determined the catheter must have failed in some way and changed it out. Continued successfully without force issues. High force limit was set to blink at 40gr. The contact force would be in normal limits 8-10 grams and when they would try to ablate for about 3-4 times, ablation instantly would come off due to hi force in the force box while the screen blinked red. They would come off ablation and the reading would go back to normal under 10gr. They tried to re-zero five times and the issue persisted. The catheter was exchanged, and the issue was resolved. When the catheter was removed, it looked to have char on its tip, but when they tried to clean it, it was noticed the blood was on the inside of the tip. The case continued without any further incident. Patient did not exhibit neurological symptoms since the procedure was completed. No temperature issues were experienced. The smartablate generator showed temperature to be within operational range at 29 degrees and no errors were noted. Power was set at 40 watts, and the impedance was under normal limits between 110-126 ohms. Patient was anticoagulated with bolus heparin to keep above 350 activated clotting time (act). Act was checked every 15-20 min. Prior to high force readings, the left veins had been successfully ablated. The catheter irrigation was set as recommended. The pre-ablation high setting was 15cc/min. The carto visitag module was used with the following settings: stability range of 2.5mm, stability time of 3 sec, force over time of 50%>5gr. Tag index was used as coloring option. Since no visible damages to the catheter¿s tip were reported, the reported events (high force and blood inside the tip of the catheter) were assessed as not MDR reportable since there was no visible damages such a hole were noticed/reported, then the potential risk to the patient is remote. On 1/29/2021, the bwi product analysis lab received the complaint device for evaluation. On 2/8/2021, during product analysis, a reddish material was found inside the pebax and a hole in the pebax. Helix metals were also exposed. As such, these findings of a hole and metal exposure have been assessed as MDR reportable malfunctions since the integrity of the device was compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through product analysis on 2/8/2021 and reassessed it as MDR reportable.